Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when pulling apart a 20ml discardit¿ ii syringe without needle, there were ¿white plastic parts¿ found in the syringe interior. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: sample evaluation we have been provided with the affected samples. After the evaluation of the returned samples, we confirmed the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine (B)(4) (july 27 - 28th, 2017). Syringes were assembled in machine, (B)(4), in lot #7202263 (july 24 - 31st, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7202246, and #7198284 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7202247, #7187017, and #7198290 and no problems, defects or qn related to the reported issue were found. Investigation conclusion: root cause analysis: this lubricant is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. The presence particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required prior to marketing the product and meet the established criteria for preclinical toxicological safety evaluations. Should any lubricant particles enter the fluid pathway then the risk to the patient based on toxicological or physical occlusion of blood vessels is deemed as negligible and clinically insignificant. Confirmation: the returned samples presented white particles in the syringe and confirmed the reported issue. CAPA determination: we have initiated the appropriate corrective and preventive actions for this issue. (B)(4)